Event description:
It was reported that (1) device was used during a thoracotomy. It was reported by the rep that the sh105 blades were being used with a new luke handpiece. The surgeon heard them emit a solid tone. This happened with both blades. An older harmonic scalpel was used and it worked fine. There was no consequence to the pt.